Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure, the ophthalmic surgeon was unable to insert the trocars into the patient's sclera because the trocars were dull. The product was replaced with another and the procedure was completed. There was no patient harm reported. The product sample was retained. No additional information is available.

Manufacturer narrative:
The final customer lot was identified. A device history record review was conducted. According to the review, the product released met the product¿s acceptance criteria. No additional investigation was required based on device history review. A complaint history examination indicated no additional complaints were associated with the components of the reported lot. The returned samples were inspected per facility procedure and the sample evaluation results were determined to be nonconforming. Though the exact root cause could not be determined by this evaluation, the damage is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade cap or tray when the product is improperly removed, improper handling, or contact with another instrument during surgery or set-up. (B)(4).